Manufacturer narrative:
The product is being returned to the manufacturer for investigation.

Event description:
The surgeon encountered a laser error during a ppv surgery. The laser was defective and as a result, the surgeon placed a heavy liquid in the patient's eye and close the wound. A follow-up surgery was planned.

Event description:
The surgeon encountered a laser error during a ppv surgery. The laser was defective and as a result, the surgeon placed a heavy liquid in the patient's eye and close the wound. A follow-up surgery was planned.

Manufacturer narrative:
Customer was immediately informed to stop using the eva laser till the laser main house module was replaced at location. No corrective or preventive actions can be implemented until the investigation has been completed. With regard to this event, an eva laser mainhouse was returned for investigation. Investigation of the returned module did not reveal any anomalies. The module functioned within release specifications. Review of logfiles revealed error messages indicating that the emergency stop button was activated during priming of the eva surgical system. The emergency laser stop button's purpose is to deactivate the laser function of the eva surgical system in case of an emergency, therefore it is impossible to activate the laser while this button is activated. In this situation, when the emergency laser stop button is activated during priming and deactivated during a procedure in order to activate the laser function, the eva surgical system will not recognize the laser module and generate the reported error message on the screen. In this situation the system will require a reboot to be able activate the laser. Based on the investigation results, it was determined that this event occurred due to an unintended use error. Please note that instructions regarding the emergency laser stop button, are included in eva instruction manual section "8.14.4. Emergency laser stop button".

Manufacturer narrative:
Customer was immediately informed to stop using the eva laser till the laser main house module was replaced at location. No corrective or preventive actions can be implemented until the investigation has been completed. The device will be returned for investigation. Once the device is received, product investigation will be initiated.

Event description:
The surgeon encountered a laser error during a ppv surgery. The laser was defective and as a result, the surgeon placed a heavy liquid in the patient's eye and close the wound. A follow-up surgery was planned.